Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the navigation system was utilized with images transferred from a siemens arcadis c-arm for the first time. After the screw was placed, it was found the screw had been placed on the wrong vertebral level. The screw placement was revised. No further specifics of the procedure were provided to the medtronic representative. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Additional information: after 6th point merge point was collected on c2, they say that the points shifted to c3. Navigation worked properly after the procedure. Logs or any other data were not gathered from the system. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic technical services representative attempted to replicate the reported event during simulated use on an in house test system. She was unable to replicate the reported behavior. Additionally, engineering analyzed the exams from the case which showed no technical reasons for the inaccuracy.

Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. No parts have been returned to manufacturer for analysis as the customer reported they believe the issue was caused by the c-arm and/or user error. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.